Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced frequent episodes of low blood glucose while using the ilet system, with contributing factors including maladapted meals and overtreatment of hypoglycemia, and the user was not ready to implement behavior changes at this time. Symptoms included hypoglycemia. Outcomes included need for oral glucose treatment. Investigation included troubleshooting and user education, provision of additional training, and instruction to perform a factory reset during training. Investigation of this case revealed that the cause of hypoglycemia remained unclear, with no device malfunction identified during troubleshooting. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.